Manufacturer narrative:
The manufacturer received an actual sample from the customer returned by the distribution center. Plant investigation: the actual device was returned to the manufacturer for evaluation and the reported problem is confirmed. The actual sample was returned without the original package. During the disinfection and preparation of the sample for analyzing a leak was observed in the film of the cassette. A visual inspection of the returned cassette showed a deep cut in the membrane film of the cassette. There were no other issues detected with the cassette. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called regarding fluid leak post treatment. The pd patient stated when they removed the cassette after the treatment, the fluid was leaking from within the cassette door. The pd patient stated they were able to complete treatment. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. The cassette was discarded.